Event description:
It was alleged a patient fell out of bed and the bed exit did not alarm to alert the staff. It was further reported that the bed exit had been turned off while a cna was helping the patient to the bathroom. The cna had forgot to re-engage the bed exit alarm following helping the patient back into bed. This had allowed the patient to get out of bed without a nurse being notified. It was alleged that the patient got out of bed and fell as they were unable to walk on their own. From the fall, the patient had received a non-displaced femoral neck fracture that required surgery to repair. No further details were given at this time regarding medication administered.

Manufacturer narrative:
Supplemental submitted to add UDI number.

Event description:
It was alleged a patient fell out of bed and the bed exit did not alarm to alert the staff. It was further reported that the bed exit had been turned off while a cna was helping the patient to the bathroom. The cna had forgot to re-engage the bed exit alarm following helping the patient back into bed. This had allowed the patient to get out of bed without a nurse being notified. It was alleged that the patient got out of bed and fell as they were unable to walk on their own. From the fall, the patient had received a non-displaced femoral neck fracture that required surgery to repair. No further details were given at this time regarding medication administered.